Manufacturer narrative:
(B)(4). Evaluation summary: the stent implant was returned for evaluation; however, this incident was reported with the absence of any device malfunction. The investigation was unable to determine a conclusive cause for the reported patients affects and the treatment appears to be due to operational circumstances. The reported patient effects of pain and thrombosis, as listed in the supera instructions for use, are known patient effects. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication the issue was caused by or related to the design, manufacture or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the 5.5x100 supera stent was implanted approximately three months ago in the heavily calcified, non-tortuous distal superficial femoral artery, near the knee joint, without incident. Approximately three months after the peripheral stent procedure, (B)(6) 2015, the patient had leg pain and a diagnostic peripheral angiogram was performed. On (B)(6) 2015 the physician performed a femoral-popliteal bypass surgery. As the physician was working on the distal anastomosis of the graft, the supera stent was inadvertently clamped and explanted. Thrombus was noted inside the supera. The physician removed a chunk of calcium from the common femoral artery. The physician commented that the thrombus was due to the patient's gender, bad arterial disease and small vessels. No additional information was provided.